Event description:
It was reported that the patient had presented for follow up in clinic with dyspnea, loss of capture was noted on the left ventricular lead. A chest x-ray confirmed the lead was dislodged. The lead was successfully repositioned and the patient was doing well post procedure.

Manufacturer narrative:
(B)(4).